Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device pdz191 batch number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and barbed suture was used. The fixation feature at the end of the suture had been broken in the newly dispensed suture when it was opened for the spinal surgery. The surgeon had to knot by hand to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.